Event description:
It was reported the glenosphere came off of the base plate. The surgeon had to reapply this glenosphere to the base plate.

Manufacturer narrative:
Evaluation summary: the tm reverse surgical technique states that "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Due to the lack of operative notes and x-rays, it is not known if these checks were performed or if the glenosphere was initially circumferentially seated. Attempts have been made to obtain additional information however no information has been received to date. Cause cannot be definitively determined. The investigation could not verify or identify any evidence of product contribution to the reported problem.